Event description:
I bought a brand new honeywell top fill warm mist humidifier model hwm-340, manufactured by kaz USA. My (B)(6) baby is sick and needed more humid air. I filled it with water, per the instruction booklet and turned it on. After about 30 minutes, I noticed a smoke lingering around the unit and in the air, and there was a strong smell of melted plastic. I immediately pulled the plug. The side of the unit was extraordinarily hot. I had to find a safe place for my baby, who was already having problems breathing, while I ventilated my hose because of the strong smell. Document number: (B)(4). Retailer: (B)(6). Retailer state: (B)(6). Purchased date 12/31/2015.